Event description:
(B)(4): patient was undergoing tight shoulder arthroscopy with rotator cuff repair. Scorpion surefire needle was being used. The tip of the needle broke off. The tip was not in the patient's joint/joint space. Tip was not retrieved. No further patient or event information was provided.

Manufacturer narrative:
Foi contact information was requested and received. Follow-up with the reporting facility provided information that the tip was retained in tissue and not in the joint space. The patient is fine. Patient demographics (gender, approximate age) were provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needle through the thick or hard tissue encountered. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If the device is received and/or additional relevant information is obtained, a follow-up report will be submitted. Not returned to manufacturer.